Event description:
Boston scientific received information that this right ventricular (rv) lead was removed due to upgrade; however, at the time of explant it was observed that the tip of the lead was broken off near the clavicle. This lead was surgically abandoned and replaced with no issue. Attempts to obtain additional information were unsuccessful. This rv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.